Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The daughter of a female patient reported: "in 2019 my mother suffered a severe brain hemorrhage and as a result of that she developed a hydrocephalus. Product 823100 (hakim programmable valve - lot 3443283) was implanted in 2019 into my mothers brain." "The valve get checked once a year and she has miraculously recovered since that incident. But over that past few month she developed subtle symptoms that are now impacting her quality of life. Overall we would say that the symptoms she had initially after the hemorrhage are now returning. Anything acute has been ruled out (no signs of stroke or dementia)." "Her symptoms are difficulties to speak, forgetting words and that is bothering her a lot. It is also her motorics, initially she needed to fight a hemi-paresis, that is now showing signs again. Overall she is missing her drive, is tired and has low energy and appears to us as not being present." "We were thinking immediately that this could be caused by a raised brain pressure, after acute reasons were ruled out. The neurosurgeons were not that convinced, but we explained to them, how we were reminded about the early days in recovery before our mother got the valve. We saw steps back in her recovery and only later on she had severe head pain and vomiting." "The neurosurgeons lowered the pressure from the 150 to 140. That has not shown any immediate effect yet, but the neurosurgeons told us not to expect to much from that slight change in pressure. A follow-up is scheduled for next week."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.